Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was difficult to load and remove as it was "stuck". There was no reported impact to customer's blood glucose. Customer declined to provide further information and declined follow up tandem technical support.